Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, image was cloudy on bom 7mm extended length endoscope, there was no problem while it was being used on a pt, it was just set aside because the image had become cloudy. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4).